Manufacturer narrative:
. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The study site reported that the etiology of the patient's suicide was now considered unlikely related to device/therapy and unlikely related to implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Suicide was reported. It was stated that the suicide was possibly related to the device/ therapy but it was unlikely that it was related to the implant procedure. The suicide resulted into a patient death. There was no reports of suicidal ideation, patient reported not being suicidal going back years.